Event description:
It was reported that the 6800 system had a collimator stuck error message displayed. Also, there were mixed images in the image directory. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator drive motor was found loose causing it to turn and become unplugged. The collimator drive motor was tightened and the hard drive replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.